Manufacturer narrative:
The device was received at zoll medical corporation. The customer's report was verified and attributed to foreign substance inside the flow manifold. The device was scrapped at zoll and a replacement was sent to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that during biomed testing, the device displayed a "self check failure -1003" error message. Complainant indicated that there was no patient involvement in the reported malfunction.